Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that the cause of the ins turning off by itself may have been a learning curve on the programmer. It was reported that the issue had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient¿s therapy was turning off by itself. They would check the status and notice the implanted neurostimulator (ins) was off, so they would adjust stimulation to where they felt it. It was noted that the patient had an x-ray on their foot, unrelated to the implant, but the issue with the ins turning off occurred prior to the x-ray. It was unknown if the patient had cycling programmed. The patient was going to follow-up with their doctor on 2018-04-05 to address the issue. It was noted that the ins first shut off the week prior to the report. It did it again a couple of days prior to the report and again on the day of the report. There were no further complications reported or anticipated.